Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power module was replaced to resolve the reported issue. Date of incident unknown. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that the unit failed the operator verification test during initial pressuization of the patient circuit. There was no report of patient involvement.